Event description:
The info received from the affiliate states that this pt was brought to the interventional lab for an angioplasty and stenting procedure of the left common iliac artery. The vessel was described as tortuous, moderately calcified, and contained a 90% stenosis. A boston scientific wallstent (size unk) was implanted at the lesion and then a pt-p3 balloon was advanced to post-dilate the stent. Upon inflation with an indeflator, the balloon burst below nominal pressure (pressure unk). It is noted that the balloon looked perfect during prep. The balloon was safely removed from the pt. Another balloon was used to complete the procedure. There was no injury to the pt.a